Event description:
It was reported to philips that the system's wireless footswitch charger was not working, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's wireless footswitch charger was not working. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer. Therefore, no service action was performed by the philips. The same issue occurred on another day, where the charger was replaced to resolve the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.